Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 706577) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multigravida, migraine headache, obesity and parity 4. Patient denies any allergies essure confirmation test was performed, result not provided. (B)(6) 2011: exam. Labs all within normal limits. Previously administered products included for prevent pregnancy: mirena from 2007 to 2010; for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included thrombosis with oral contraceptive nos. Concurrent conditions included thromboembolism nos since 2011, anxiety since 1999 and depression since 1999. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems nos"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain, psychological trauma, vaginal infection, urinary tract infection, weight increased, female sexual dysfunction, migraine, headache, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea, abdominal pain, menorrhagia, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: well-circumscribed mass in the right ovary measuring 5.6 x 5.9 cm consistent with a large cystic lesion. Correlation with ultrasound recommended. Iud and essure coils in place.. Pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: there is a large the cyst in the right ovary. There is no evidence of torsion. No free fluid is identified in the cul-de-sac.. Ultrasound scan vagina - on (B)(6) 2011: endometrial echoes measure 0.7 cm in thickness which is within normal limits. The proximal ends of the essure micro-inserts can be seen in or near the uterine cornua. Two simple cysts in the right ovary. X-ray - on (B)(6) 2011: negative for obstruction. Concerning the injuries reported in this case, the following ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia, migraine, urinary tract infection, back pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet was received an the following information was provided: reporter information updated; new reporter added; patient's medical history, historical drug mirena and height provided; essure lot number 706577 was inserted on (B)(6) 2010 (previously reported as (B)(6) 2011); she did not underwent for confirmation test was deleted as event and apareunia (inability to have sexual intercourse), migraines, headaches, bladder problems, urinary problems, dyspareunia (painful sexual intercourse) and abnormal vaginal bleeding added; she recovered from vaginal bleeding, menorrhagia, dyspareunia and dysmenorrhea after removal. On 23-mar-2020: medical records was received. New reporters added; medical history provided; lab data added on 24-mar-2020: correct medical records receipt date was 24-mar-2020 instead of 23-mar-2020 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 706577) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multigravida, migraine headache, obesity and parity 4. Patient denies any allergies essure confirmation test was performed, result not provided. (B)(6) 2011: exam. Labs all within normal limits. Previously administered products included for prevent pregnancy: mirena from 2007 to 2010; for an unreported indication: oral contraceptive nos. Past adverse reactions to the above products included thrombosis with oral contraceptive nos. Concurrent conditions included thromboembolism nos since 2011, anxiety since 1999 and depression since 1999. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems nos"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal vaginal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain, psychological trauma, vaginal infection, urinary tract infection, weight increased, female sexual dysfunction, migraine, headache, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea, abdominal pain, menorrhagia, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: well-circumscribed mass in the right ovary measuring 5.6 x 5.9 cm consistent with a large cystic lesion. Correlation with ultrasound recommended. Iud and essure coils in place.. Pregnancy test - on (B)(6) 2011: negative. Ultrasound pelvis - on (B)(6) 2011: there is a large the cyst in the right ovary. There is no evidence of torsion. No free fluid is identified in the cul-de-sac. Ultrasound scan vagina - on (B)(6) 2011: endometrial echoes measure 0.7 cm in thickness which is within normal limits. The proximal ends of the essure micro-inserts can be seen in or near the uterine cornua. Two simple cysts in the right ovary. X-ray - on (B)(6) 2011: negative for obstruction. Concerning the injuries reported in this case, the following ones were reported via medical records: abdominal pain, pelvic pain, menorrhagia, migraine, urinary tract infection, back pain, vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, abdominal pain, menorrhagia, psychological trauma, vaginal infection, urinary tract infection and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: it was reported that plaintiff did not underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, back pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, uti, weight gain. Essure implant and explant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.